Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, migraine, overweight, tenderness, discharge, blood pressure high, anemia, uterine enlargement, bronchitis, shortness of breath, rhinorrhea, myalgia, hematuria, allergic rhinitis, numbness and ovarian cyst. Previously administered products included for an unreported indication: mirena, hydrochlorothiazide and lisinopril. Concomitant products included intrauterine contraceptive device (iud nos), paracetamol (tylenol regular) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 1 month 18 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("body aches"), arthralgia ("joint pain (knees, ankles, wrist)") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)/bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type : bladder infection / bladder/urinary problems: bladder infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type : yeast"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), back pain ("lower back pain"), pain in extremity ("legs pain"), sciatica ("sciatica"), scar ("incision site from deliveries hurt on occasion from scar tissue"), incision site pain ("incision site from deliveries hurt on occasion from scar tissue") and pelvic pain ("pelvic pain"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, fatigue, weight increased, cystitis, vulvovaginal mycotic infection, arthralgia, incision site pain and pelvic pain had resolved, the back pain, pain, pain in extremity, abdominal distension, sciatica and scar outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, incision site pain, menorrhagia, migraine, pain, pain in extremity, pelvic pain, scar, sciatica, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the device had excellent expansion with 3 coils noted after placement on both side. Current weight 205 lbs. Patient received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: a. Uterus, cervix and fallopian tubes, resection: cervix: benign with nabothian cysts endometrium: proliferative phase, benign. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events added from pfs- pelvic pain. Outcome of event abdominal pain were updated. Reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, migraine, obesity, tenderness, discharge, blood pressure high, anemia, uterine enlargement, bronchitis, shortness of breath, rhinorrhea, myalgia, hematuria, allergic rhinitis, numbness and ovarian cyst. Previously administered products included for an unreported indication: mirena, hydrochlorothiazide and lisinopril. Concomitant products included intrauterine contraceptive device (iud nos), paracetamol (tylenol regular) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 1 month 18 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("body aches"), arthralgia ("joint pain (knees, ankles, wrist)") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type : yeast"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), back pain ("lower back pain"), pain in extremity ("legs pain"), sciatica ("sciatica"), scar ("incision site from deliveries hurt on occasion from scar tissue") and incision site pain ("incision site from deliveries hurt on occasion from scar tissue"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, pain, pain in extremity, abdominal distension, sciatica and scar outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, fatigue, weight increased, cystitis, vulvovaginal mycotic infection, arthralgia and incision site pain had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, incision site pain, menorrhagia, migraine, pain, pain in extremity, scar, sciatica, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the device had excellent expansion with 3 coils noted after placement on both side. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2018: a. Uterus, cervix and fallopian tubes, resection: cervix: benign with nabothian cysts. Endometrium: proliferative phase, benign. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), infection bladder/urinarytract/vaginal) type: utis, bladder, yeast, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, vaginal discharge, fatigue, weight gain, joint pain, body aches, bloating, sciatica, lower back pain, legs pain, incision site pain, scar tissue" were added. Medical history, concomitant drug, lab data and reporter information were added. Outcome of event "migraine" was updated recovering and " joint pain, abdominal pain, incision site pain, scar tissue, dyspareunia (painful sexual intercourse), fatigue, cramping, abnormal bleeding, infections, migraine/ headache, discharge, weight gain" were updated as recovered. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.